Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0jvrg, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient was hospitalized due to a urinary tract infection (uti). The patient was in the hospital from (B)(6) 2015 through (B)(6) 2015. The patient got utis frequently and their symptoms were that they got delirious or senile and couldn&#62752;stand up. The patient&#62688;spouse had to call an ambulance the last 2 times because they couldn&#62752;stand. When they tried to get blood, the patient&#62688;veins were tiny and they just rolled. One time they had 6 people and they couldn&#62752;get blood. The patient&#62688;health care provider (hcp) told them it was just simple bacteria and prescribed an antibiotic pill. When the patient went for a botox appointment last week, they still had the infection. The patient was told the botox was antibiotic resistant so the hcp prescribed another one and the patient just finished it. The indication for use for this patient was gastrointestinal/pelvic floor.